Manufacturer narrative:
It was reported that the patient experienced a burning sensation when her physician applied plurogel to her legs. It was not identified why the patient required plurogel application. The patient then experienced pain to her legs and on (B)(6) 2019 she reportedly saw her physician. The physician injected an unidentified medication into the patient's left leg and was stopped before injecting her right leg. The reason for the injection was unknown to the patient. Reportedly, the patient is now also "getting a nurse at home." No diagnostic exams/results, diagnoses, or additional treatments were reported to the manufacturer. No sample was returned to the manufacturer for evaluation. A root cause for the reported incident could not be determined. Due to the reported incident, the reported medical treatment, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch.

Event description:
It was reported that the patient experienced a burning sensation upon application of the plurogel.